Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer did not provide detail regarding treatment and symptoms of low blood glucose. The customer also report that back rails of the pump left side broke off. The customer was advice the pump will need to be replaced. Advice to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated via phone call that the insulin pump was in auto mode during low blood glucose level incident.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Insulin pump received with broken belt clip rails. No unexpected alarms noted during testing. Insulin pump properly connected to the guardian link 3 and green test plug. No communication anomaly noted.